Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, (B)(4) , serial: (B)(6) , batch: a000123998.